Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 54 mg/dl. It was unknown whether the auto mode feature was active at time of low blood glucose event customer stated that insulin pump had motor arm cannot communicate with the main arm and battery failed. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump passed the self test. The insulin pump will not be returned for analysis.